Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6) batch: 5004898 UDI: (B)(4).

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason.